Event description:
It was reported that the patient went into hypoglycemia and lost consciousness. No additional information was provided regarding this reported event. Attempts for additional information is being solicited.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.